Manufacturer narrative:
Device power up properly after battery installation. No blank display or frozen screen noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, unexpected restart and failed battery test alarms noted during testing. However, unit received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm as well as blank display, insulin flow blocked alarm and frozen display. The customer¿s blood glucose was unknown. Customer reported that they were not able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that the frozen display was cleared. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and receiving insulin flow block happened before unexpected restart and a cold reset was performed alarm. Troubleshooting was performed for insulin pump error. Customer was advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.